Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, and a peeled downstream occlusion (dso) seal. Functional testing was able to duplicate the stuck key problem. It was determined that the most probable cause is a stuck key or damaged keypad. The keypad and the dso seal were replaced to address the issue. The device then passed all functional tests. Service history review serviced the device in july of 2023 for a, "bubbled dso sensor seal," which is not related to the customer's complaint, but is related to the peeled dso seal found during visual inspection.

Event description:
It was reported that there was a constant 'key stuck' error. The event occurred during testing, there was no patient involvement.